Event description:
It was reported that the ventilator failed the internal leakage, pressure transducer, and flow transducer sub-tests during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During test in a reference ventilator, the subtest "internal leakage test" failed during pre-use check with the message ¿system volume too large¿. This indicates that the air gas module not deliver air gas to the patient with the consequence that the oxygen concentration will be higher than expected. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. There was no visual evidence of faults in the microscopic inspection of the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. No device logs has been received.

Event description:
(B)(4).